Manufacturer narrative:
Samples were collected in 10x100mm sarstedt serum tubes with a gel separator and centrifuged for ten minutes at 3000 at 18 degrees celsius. Samples were sent to beckman coulter inc (bci) for testing. Five samples were tested and confirmed the customer's results. Quality control (qc) was within the customer's established ranges prior to the event. The customer performs three levels of control every 24 hours. A routine system check was performed on (B)(6) 2009 which passed within instrument specs. Service was not dispatched. Root cause was not determined. This reportable event was identified during a retrospective review conducted between (B)(4), 2008 and (B)(4), 2010 of complaints for add'l reportable events.

Event description:
Customer reported an erroneous high access hypersensitive htsh (human thyroid-stimulating hormone) test result was obtained for one pt sample when using the access 2 immunoassay system. The erroneous high test result was above the normal reference range. Test results were reported out of the laboratory. Repeat analysis was performed. The test result was within the normal range. The initial erroneous result was reported out of the lab. While there is no report of adverse event or serious injury related to this event, it is unk whether there was a change to pt mgmt.